Event description:
Patient allegedly received a gunther tulip inferior vena cava (ivc) filter implant on (B)(6) 2013 via the right internal jugular vein for prophylaxis prior to surgery. Approximately six years and six months later, it was noted that the ivc filter penetrated the vena cava, several struts extended beyond the ivc wall. Patient is alleging organ/ vena cava perforation. Patient further alleges "7mm of perforation of the filter prongs into the adjacent mesentery." Depression. Per computed tomography report, "in the abdomen there is an ivc filter, this abuts the right lateral wall of the inferior vena cava, its tip is roughly 7 mm inferior to the right renal vein. The prongs appear to be intact there is roughly 7 mm of perforation of the prongs into the adjacent mesentery, there is no definite perforation into adjacent organs."

Manufacturer narrative:
The previous medwatch report was submitted by william cook (B)(6) under 3002808486-2021-02046. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Occupation: (B)(6). The following allegations have been investigated: organ/vena cava perforation and depression. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported depression is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.